Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket/510(k) p190006.

Event description:
It was reported that the patient with this neurostimulator completed a course of antibiotics prescribed by the physician for a urinary tract infection (uti). The patient noted experiencing good results with therapy overall until the uti occurred. At the time of reporting, the patient planned to continue with the current program settings and would contact the office if issues return. There were no additional patient complications.